Event description:
It was reported that a thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) were used. The device was successfully implanted with complete seal. Upon transesophageal echocardiography (tee) imaging post release, a clot was formed in the right atrium near the septum. The physician was unable to aspirate the clot as both the was and wds were removed from the patient. However, the clot did not move into the left atrium. The patient was discharged and awaits for their 45 day tee check up.